Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code. The device was received by the clinical engineer with a report that failure code 812:02 occurred before the pump was in use on a patient. There was no report of any patient injury or medical intervention caused by the failure of this device. No additional contact information was provided.